Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-14111. It was reported that when patient presented to the physician for a follow up visit, a system dysfunction issue was observed wherein the stimulation intensity control was unable to be performed. Upon x-ray review, lead had migration and fracture issues were confirmed resulting in high impedance on seven of the eight contacts of the leads. A surgical intervention is anticipated in the near future. No further information is available at this time.